Event description:
The lv lead threshold was high, greater than 6v. The lead was capped.

Manufacturer narrative:
UDI related data quality updates only: d1: brand name updated to match gudid database entry.